Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (data log corruption) was verified. The alleged malfunctions (reset and cartridge change error) could not be evaluated due to data log corruption. The alleged cartridge leak could not be verified.

Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump indicated a data log corruption. Troubleshooting with tandem¿s technical support determined a pump reset likely occurred. Additionally, it was reported that while the cartridge was being filled with insulin, insulin leaked out of the septum. A new cartridge was loaded to address the event; however, a cartridge change error message occurred. The customer's blood glucose (bg) level was 289 mg/dl and the bg level was addressed with a manual injection. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.